Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that they were experienced high blood glucose. The customer¿s blood glucose value was in the range of 200 mg/dl to 400 mg/dl. The customer¿s current blood glucose was 238 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. The customer did not allege under delivery on insulin pump. The customer stated that the drive support cap was appeared normal. The insulin pump will not be returned for analysis.